Event description:
An angio-seal device was deployed post cardiac procedure. The pt later developed weakened distal pulses and underwent surgery where a femoral embolectomy was performed. It should be noted a preplacement angiogram was not performed prior to deployment. The vascular surgeon stated upon examination of the femoral artery, the angio-seal anchor was positioned on the anterior wall of the common femoral artery. However, an intimal flap on the posterior wall had embolized requiring surgical repair. The pt reportedly recovered and was discharged from the hosp.